Event description:
This was the last of 8 coils that were used to coil an aneurysm. The coil was introduced into the catheter and would not advance. Coil was saved and given to the rep to send back for replacement. Additional information received indicated that the microcatheter used was prowler 14. As the coil was being inserted, there was resistance and the coil got stuck into the microcatheter. An adequate continuous flush maintained through the microcatheter. It is unsure if the coil got damaged or stretched during the process of withdrawal. The coil did not prematurely detach and entirely withdrawn. The coil remained attached to the dpu during withdrawal. No coil breakage or separation that occurred and the procedure was completed. There was no patient injury reported. Final analysis found that the proximal end of the coil was returned stretched. This damage to the coil may have occurred from improper handling and packaging post-procedurally which was found upon receipt. Except as noted the remainder of the coil is undamaged. Since it couldn't confirm where the damaged and stretched coil occurred, this event is going to be reported.

Manufacturer narrative:
The proximal end of the coil was returned stretched. This damage to the coil may have occurred from improper handling and packaging post-procedurally, which was found upon receipt. Except as noted the remainder of the coil is undamaged. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely fractured for a length of 4 mm. A portion of the sheath's pull tab is seen protruding outside the fractured v notch. The sheath has been severed and the locking mechanism severely damaged. The most likely root cause of the coils inability to be advanced occurred when the coil was unlocked for use and the pull tab was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was retracted straight back, the locking mechanism became embedded inside the resheathing tool's v notch. This caused a binding action between the sheath, the device positioning unit (dpu), and the coil. In this condition, significant resistance will occur which will prevent the coil from being advanced. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, "hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger". A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Note: additional information and evaluation coded will be submitted within 30 days.

Manufacturer narrative:
The 1.5 mm x 2 cm deltaplush cerecyte microcoil ((B)(4)) could not be advanced through the prowler 14 microcatheter. The coil was safely withdrawn. The returned coil was stretched. It was confirmed that the entire coil was withdrawn still attached to the dpu without any separation. However, it could not be confirmed if the coil got damaged or stretched during the process of withdrawal, or after the procedure due to handling. This was the last of 8 coils that were used to coil this aneurysm. The proximal end of the coil returned coil was returned stretched. This damage to the coil may have occurred from improper handling and packaging post-procedurally which was found upon receipt. Except as noted the remainder of the coil is undamaged. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely fractured for a length of 4mm. A portion of the sheath's pull tab is seen protruding outside the fractured v notch. The sheath has been severed and the locking mechanism severely damaged. The most likely root cause of the coils inability to be advanced occurred when the coil was unlocked for use and the pull tab was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath is retracted straight back, the locking mechanism will become embedded inside the resheathing tool's v notch. This causes a binding action between the sheath, the device positioning unit (dpu), and the coil. In this condition, significant resistance will occur which will prevent the coil from being advanced. For optimum product performance and to prevent potential complications, the instructions for use (IFU) outlines "hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger"; this is further shown diagrammatically. Although a conclusion regarding the reported event cannot be made based on the available information, based on the analysis it appears that procedural factors and the unsheathing technique caused the inability to introduce the coil through the microcatheter. Although it cannot be determined when the stretching of the coil observed on the returned device occurred as related to procedural use; based on the return of the device unsheathed and tangled around the dpu, it is likely that the coil damage which would have been readily visible to the user occurred due to post procedure handling. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.